Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states their levels began to rise and the paramedics were called. The customer states the paramedics were not able to lower their levels so they were taken to the hospital. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 111mg/dl. Troubleshoot was conducted. The customer was advised that the pump was found to be operating as designed. The customer was advised to conduct a full set change and contact their healthcare provider regarding the unexplained high blood glucose. The customer states they believe their levels spiked because of the dextrose they were given.